Manufacturer narrative:
See manufacturer report # 2029214-2022-00420 for another report from this article. Chen c-j, ding d, lee c-c, et al. Stereotactic radiosurgery with versus without embolization for brain arteriovenous malformations. Neurosurgery. 2021;88(2):313-321. If information is provided in the future, a supplemental report will be issued.

Event description:
Chen c-j, ding d, lee c-c, et al. Stereotactic radiosurgery with versus without embolization for brain arteriovenous malformations. Neurosurgery. 2021;88(2):313-321. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to compare the outcomes of embolization and stereotactic radiosurgery (srs), vs srs alone for arteriovenous malformations (avms) using pre-embolization malformation features. The embolization + srs (e+srs) and srs-only cohorts comprised 148 and 1110 patients, respectively. Onyx was noted as a frequently used embolization method, though the exact amount of patients treated with onyx is unknown. The mean age of the e+srs group was 39.1 years, and 85/148 were female 57.4%). The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted in the e+srs group: ost-srs hemorrhage occurred in 11/135 patients (8.2%). -cyst occurred in 5/138 patients (3.6%). Avm obliteration was not achieved in 81/143 patients (56.6%). Avm obliteration was defined as a lack of abnormal flow voids (based on MRI) or an absence of anomalous arteriovenous shunting (based on dsa imaging).